Manufacturer narrative:
Full UDI not provided as we do not have the device lot number.

Event description:
It was reported that the plastic handled broke off during the procedure. Patient was transported to another facility to get a hammer to remove the broken off plastic.